Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The therapy was not helping with their bladder; it helped some, but had gotten worse, but it never helped 50% or greater with symptoms. It was noted the implant did not work as good as the first implant. The patient¿s doctor had them turn off stimulation and try different settings (tweaking it at the doctor¿s office), but nothing had helped. Since the device was implanted, the patient had only felt stimulation in the rectum and thought that was where you were supposed to feel it for bowel control, but they had the device for bladder. It was reviewed that stimulation should be felt in the bike seat region for bladder and bowel. The patient had trouble with constipation and only felt stimulation in the rectum; with their previous implant, they felt it in the vaginal region and never had this issue. It was noted the constipation had gotten worse over time. The patient had hemorrhoids that were out and had rectal bleeding. It was noted this happened sporadically and had gotten worse. It was noted the healthcare provider (hcp) had put the ins in the pouch so many times that it flopped around in there and that it had done this since before the current implant. The patient was advised to follow-up with their hcp regarding the issues, and it was noted the patient planned to follow-up with them soon. No further complications were reported/anticipated. See related MFR report #3004209178-2017-12962 for first implant flopping in pouch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.